Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and proceduralized device testing the reported issue could not be duplicated. The computer booted normally to the application screen. The hard drive was replaced because it failed the system stress test. The computer is being help for future use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the mouse became unresponsive in the verify instruments screen. Rebooting only temporarily resolved the issue. Site opted to use another system. Rep confirmed that usb was connected. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Product event summary: system unresponsive. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system failed to boot up. The computer was replaced and the issue was resolved. The system was functioning as intended upon checkout. Product analysis # (B)(4). Mnav comment subject: work order (B)(4), mnav comment ID: (B)(4), mnav comment: hardware: fail; failures: computer boot-up; summary: computer freezing up; resolved: yes hardware : fail; failures: computer boot-up; summary: null; resolved: null mnav action/resolution: replaced computer. Concomitant medical products: other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the mouse became unresponsive in the verify instruments screen. Rebooting only temporarily resolved the issue. Site opted to use another system. Rep confirmed that usb was connected. There was no patient present when this issue was observed. There was no impact to patient.

Manufacturer narrative:
Correction: there was no delay to the procedure. Patient identifier provided. UDI provided. If information is provided in the future, a supplemental report will be issued.